Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for two days due to diabetic ketoacidosis. The diabetic ketoacidosis was a result of a virus. Customer was treated for the virus and given fluids. Also, according to the customer, the pump is functioning as expected.